Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable malfunction was confirmed based on the results of the investigation the root cause could not be identified; however it is likely that a failure of pins at camera head side led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the pins were bent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the pins on the video system center were bent. The issue occurred during preparation for use. There were no reports of patient harm.